Manufacturer narrative:
Device passed displacement test. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis at this time.